Manufacturer narrative:
The subject product(s) has been returned to lifescan for evaluation. The evaluation of the products have not been completed; therefore, no conclusions can be drawn at this time. Once the evaluation is completed, a supplemental report will be filled.

Event description:
On (B)(4) 2013, the lay user/patient's daughter contacted lifescan (lfs) (B)(4) alleging the patient's onetouch ultra2 meter was not powering on. The customer care advocate (cca) was unable to reach the lay user/ patient for follow-up questions. The following complaint was classified based on information obtained from lifescan customer service. The reporter could not specify when the alleged issue first began but indicated that the patient had not been testing for a while due to the alleged issue. The patient reportedly manages his diabetes with an unknown type/dose of oral medication and is it not known what actions, if any the patient took in response to not being able to test. She claimed that on (B)(6) 2013 at an unknown time the patient was experiencing symptoms of dizziness. The patient was taken to the hospital and was tested when he arrived at the hospital. Although the reporter did not know the exact blood glucose value obtained, she stated per the nurse his blood glucose was approximately "20.0 mmol/l" (360 mg/dl). She indicated that the patient was treated by an hcp but she did not know the form of treatment received. The patient was released from hospital approximately four days later. At the time of troubleshooting, the reporter indicated that a new battery for the meter was purchased but the meter still did not turn on. She did not have the meter or the test strips with her at the time of the call. Replacement products were sent to the patient and the subject products were requested back for investigation. This complaint is being reported because the patient reportedly was unable to test his blood glucose due to the reported issue and reportedly required medical intervention from an hcp for hyperglycemia after the alleged meter issue began.

Manufacturer narrative:
Follow-up # 1 ((B)(4) 2013)-device evaluation: the meter involved with this complaint has been returned and evaluated by product analysis (pa) on (B)(4) 2013 with the following findings: the meter passed testing and functioned properly; no faults were found. A DHR (device history record) was completed for this product and no deviations, non-conformances, or reworks were observed. The test strips involved were also returned, however, were not tested since the strips were expired at the time of the complaint. If lifescan obtains additional information regarding this complaint, a follow up report will be submitted. At this time, lifescan considers this matter closed.